Manufacturer narrative:
Device history records indicate instrument met spec prior to being released to the field. There were no anomalies noted in the DHR. Upon evaluation it was noted that the inserter was not threaded tightly/completely onto the trial causing the malfunction during the procedure.

Event description:
The trial broke off of the handle inside the disc space while the trial was being used to measure the disc height for the implant. The surgeon was performing a l2-l3 lateral procedure. The surgeon had to improvise using standard surgical instruments to try and remove the trial since the inserter tip broke off inside the threaded hole of the trial. The planned procedure was completed; however it was prolonged by 30-45 minutes due to the tl inserter malfunction. There were no adverse effects or injury to the patient as a result of the malfunction.